Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported the device is only working when operating on battery power. There was no patient harm.

Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer (fse) confirmed the reported issue. Resolution and disposition: the manufacturer's field service engineer replaced the power supply to address he finding. The device successfully passed performance specification testing.